Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to myopotential oversensing were observed. The patient was asymptomatic. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that inhibition of pacing was also noted.